Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a revision procedure, the first left ventricular (lv) lead was able to be placed within the target vessel and the position appeared to be stable, however phrenic stimulation was observed. A second lv lead was attempted, however could not be placed in the target vessel. Therefore, the lead was removed and an additional epimyocardial lead was implanted. No patient complications have been reported as a result of this event.